Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, that the patient experienced a hypoglycemic event. School nurse reported that patient was feeling low. The nurse checked the patient's blood glucose (bg) value and it was at 59 mg/dl. The nurse checked the receiver and it was displaying error codes 68, 121. Patient was treated with two (2) glucose tablets and a juice that was 8 grams of carbs. The nurse reported that patient's bg value was reading 84 mg/dl. At the time of contact, patient is stable. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The receiver log was reviewed and firmware errors were observed. The reported event of an error icon display was confirmed during log review. A root cause could not be determined.